Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported there was pump movement out of the pocket and a pump replacement/revision was done. The patient initially reported that a trauma was the possible cause of the pump moving out of the pocket. The patient was thrown onto an x-ray table and felt the pump "pop." The patient also had a weight change which also could have contributed to the pump moving. The patient began to develop upper extremity spasticity and was receiving botox injections in the right hand. The patient also had increased tone in the lower extremities. The patient was referred to a surgical healthcare provider (hcp) for replacement of the pump and possible repositioning of her catheter. The hcp noted that previous to the reported pump being placed, the patient was ambulatory when she went into the hospital and after positioning of the catheter, the patient could not move her legs and had been unable to walk since. The patient had no movement of the lower extremities. A CT scan of the pelvis and abdomen showed placement of the pump with the catheter in the lower thoracic spine. The hcp indicated the patient needed to have a pump revision and possible catheter revision. The hcp recommended that the catheter be repositioned for more upper extremity effect if possible. The pump was replaced on (B)(6) 2009. There was no further mention of the catheter, so it was unclear if there was a revision done. The hcp noted on the surgical date that the patient had a history of multiple complications with her treatment and the pump was "several years old and in need of replacement." The detail of the pump pocket movement was not provided. It was later noted by the hcp that the patient had a history of saying the pump was moving and had numerous allegations with each pump that was implanted. At a post-operative visit on (B)(6) 2009 the patient was "doing well" and the wound was healing well. The new pump was turned on. The medication in the pump was baclofen. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Product ID 8709, serial # (B)(4), implanted: (B)(6) 2003, product type catheter.

Event description:
Additional information received reported that the patient¿s pump was moving around and free-floating in their abdomen since a few weeks after original implant (2003-(B)(6)).